Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the device was prepped under bsc supervision. The catheter was advanced into the left atrium and wire advanced to left superior pulmonary vein. Delivered 4 basket applications and 2 flowers. Physician wanted to rewrite the vein and guidewire got stuck. Pulled hard and felt the wire break. Removed entire device from body and saw wire had frayed and small amount of tissue was attached. Checked for effusion with ice multiple times before inserting new device. Wired the left inferior pulmonary vein and had similar difficulty in flower with the wire feeling stuck. Removed from body and no physical damage. Reinserted and tested wire retraction several times without difficulty. Completed the rest of the case without issue. 05jan2026 per gfe: no effusion.